Event description:
Procedure: right superior and middle lobectomy and supra dorsal segmentectomy of right inferior lobe. According to the reporter: the surgeon used an endo gia universal with a roticulator 45-3.5 sulu to close a lumbar bronchus of the superior and middle lobe. Reportedly, when the surgeon fired the instrument, all looked fine. A bronchoscopy was performed to check for air leaks. It was discovered that the middle lobar bronchus had abnormal staple closure and there was a pleural fistula on the right lung. Surgery time was extended by 45 minutes to fix the problem. No bleeding was reported. The surgeon closed the middle lobar bronchus with another application of the endo gia universal with a 45-3.5 sulu successfully. The pt has recovered.

Manufacturer narrative:
Initial report sent to FDA on 08/25/2008.